Manufacturer narrative:
Concomitant medical products: 6725 pin plug, 4968-60 lead, implanted: (B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. The left ventricular lead had increasing and high threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.